Manufacturer narrative:
The lm reviewed the customer provided cds processes where information to judge deviation from IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: 1 cfu/endoscope (2 cfu/100ml). Bacterial identification: serratia marcescens. Sampling date: (B)(6) 2024. Sampling from: total. Cfu: 1 cfu/endoscope (1 cfu/100ml). Bacterial identification: micro-organismes revivifiables à 30. Sampling date: (B)(6) 2024. Sampling from: biopsy ch. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: suction ch. Cfu: 3 cfu/endoscope (7 cfu/100ml). Bacterial identification: bacillaceae. Sampling date: (B)(6) 2024. Sampling from: a/w-ch. Cfu: 1 cfu/endoscope (2 cfu/100ml). Bacterial identification: staphylocoques à coagulase négative. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: total. Cfu: 4 cfu/endoscope (2 cfu/100ml). Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A device history review revealed no issues that could have caused or contributed to the reported issue. The following is included in the device instructions for use (IFU): IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope tested positive for a total of 219 colony forming units (cfus) of escherichia coli, 1 cfu of staphylococcus warneri, 1 cfu of micrococcus luteus, and 1 cfu of maldi bacterial identification. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer completed the cds checklist for endoscopes with the following information: the detergent used was intercept plus. The disinfectant used was rapacide a. The automated endoscope reprocessor (aer) used was medivator rapid with intercept plus detergent and rapacide a disinfectant. The water quality was controlled, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by wiping with clean towel/paper, dry process in the medivator rapid, drying with the endoscopic dryer and stored in drying cabinet. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.